Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and exhibited scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly .14 x .030¿. There was material missing.

Event description:
It was reported that there was insulation damage on the 8mm monopolar curved scissors instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was on the instrument. It seemed the insulation (the orange section toward the tips) had been cracked or scratched somehow. There was no thermal damage or arcing observed. The issue was identified either intraoperatively of post-operation.